Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Product mix. After unpacking the primary package, suture inside the packaging the suture did not match the label on the primary package. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Upon initial inspection of the returned sample, it was observed that the product code printed on the foil packet is j570, lot 100eea, while the product code printed on the labeled winding former belongs to pdp149. The ethicon san angelo team performed a further analysis to determine if the product was mixed. According to the results, it was found that lot number 100eea with product code j570 was processed through fifm2 on april 12, 2024. An investigation was performed on the three preceding and three subsequent lots relative to the incident batch; the codes do not match what was found within the foil packet. For the product code pdp149 with unknown lot, a review of manufacturing records identified the closest lots with matching codes as follows: on the same foiling platform, fifm2, the closest pdp149 batch processed was on the morning of february 19, 2024. Based on the investigation performed, it was determined that the product could not have been mixed during the manufacturing process due to the products were running in different line and with a difference of two months. Additionally, a photo was provided showing one open foil for product code j570, lot 100eea and one labeled winding former with a strand double armed for product code pdp149. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.